Event description:
Beaver blade snapped in half during hip scope - piece was retrieved . Both pieces match together. C-arm was being utilized during case, so no additional diagnostic testing required. Team recovered both pieces and followed policy by having the film read by a radiologist. No apparent harm to the patient.device #1is this a laboratory device or laboratory test?no.